Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. To address the issue, the customer was instructed to perform various troubleshooting steps, including disconnecting tubing, tightening connections, and delivering boluses for insulin delivery. The resolution involved replacing supplies and resuming normal insulin use.